Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer was reported via e-mail hospitalized due to diabetic ketoacidosis and a diabetic coma. The customer's blood glucose was over 1002 mg/dl at the time of the incident. The customer declined to be transferred to the helpline. A cannula issue was mentioned. The insulin pump will not be returned for analysis.